Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during scheduled device check, noise was observed on the rv lead. Lead was explanted and replaced.